Event description:
Hcp reported "pump failed after less than 2 years. Pt also treated for symptoms of withdrawal." Device explanted and returned to MFR for analysis. A f/u report will be sent when add'l info is rec'd.